Event description:
Proximate 55 linear cutter used for right colon resection. Fulcrum side of staple line leaked after proper firing. Also, entire suture line bled indicating possible staple depth of closure problem. Restapled with another instrument with no defects.